Event description:
The manufacturers service technician replaced the cpu and power management pcb boards, battery and data acquisition to motor controller pcbs cable.

Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure and operation stopped. The customer reported the device was in use on a male patient, at settings: mode s/t, ipap 14hpa(cm h2o), epap 4hpa(cm h2o), rate 10bpm, ti (timed insp.) 1.0 sec., rise time 2, fio2 30%. The customer reported an alarm was generated when there was a reduction in the patient's spo2 so a nurse checked the patient and reportedly found that the ventilator was not operating. The customer reported the patient's spo2 was 98% before the occurrence and it reduced to 70% after that. An oxygen mask was put on the patient alternatively and the patients condition returned. After approximately 70 minutes a manufacturers sales representative arrived at the hospital and reportedly confirmed the reported problem and reported the alarm volume was very low. The patient was placed on another unit with no report of permanent harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Device evaluation & service pending.